Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total hip replacement procedure on an unknown date and suture was used. Post operatively 49 days, the patient was seen for complaints of severe pain in the scar for 15 days. A fragment of the suture was discovered and removed during the debridement. A dry dressing was applied. Additional information was requested.

Manufacturer narrative:
Conclusion: an explanted suture segment that shows strong signs of disintegration was returned for evaluation. The appearance of the suture is as it is expected after a long time of exposure to air, humidity and implantation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.